Event description:
It was reported that customer had a displayable history check failed on startup alarm on the insulin pump. Customer stated that the alarm occurred 8 times in one day. Insulin pump will be returned and replaced. No additional information provided.

Manufacturer narrative:
(B)(4).the insulin pump was received with cracked reservoir tube lip noted during visual inspection. Pump was monitored. No a47 alarms noted. However a47 alarm noted in alarm history due to corrupted history file.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.